Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 400mg/dl. It was stated that the customer was experiencing high glucose for one day. It was stated that the customer had nausea and heavy breathing. Troubleshooting was performed. The programming, time, and date were correct. It was stated that the infusion set was changed to resolve the issue. Ran a fixed prime and high pressure test and they passed. The customer's recent glucose reading was 178 mg/dl, and she has treated with the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.